Event description:
Customer called on (B)(6) 2012 reporting of a clear liquid leak of approximately 5 ml near the nucleated red blood cell (nrbc) mixing chamber on the unicel dxh 800 coulter cellular analysis system. Customer was wearing gloves and a lab coat at the time of the incident and no injury or exposure was reported. Customer stated that there was no impact to patient results and also no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found the leak under the nrbc mixing chamber. Fse noted that the drain from the nrbc mixing chamber was plugged and proceeded to clean out the nrbc mixing chamber. Fse stated that while doing so, he observed tube stopper pieces in the drain port of the nrbc mixing chamber. Once the tube stopper pieces were removed, the nrbc chamber was draining properly. Root cause of the leak was attributed to the nrbc mixing chamber being plugged with tube stopper pieces thereby unable to drain.

Manufacturer narrative:
Results: nrbc mixing chamber was plugged with tube stopper pieces. (B)(4).